Event description:
A medwatch was received which indicated that after the surgeon used the pencil, he placed ii in the holster and the pencil remained activated (machine continued to buzz) even though no one was touching the pencil switch (coag).